Manufacturer narrative:
Date of report: 11jun2021. There was no patient involvement.

Event description:
It was reported to philips by a customer that the unit had an error: alarm led failed. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the bme stated the unit has error code 1105. Rse advised caller that is most likely a faulty power switch overlay causing the issue. The rse provided part ID for overlay to the bme. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The customer replaced the power switch overlay to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.